Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d1, d5, h4, h6 (medical device - problem code). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked and found the power supply board to be defective. So, in order to fix the issue, the fse replaced the power supply board and all functional check were done. The unit was then back to clinical use.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) was dispatched to evaluate the unit and during checking, the fse found the power supply board defective. To resolved the problem, the power supply board was replaced. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement, and no adverse event reported.